Event description:
It was reported that during a ptca treatment procedure involving a lesion in an unspecified coronary artery, the maverick monorail balloon was suspected to have ruptured at an unspecified number of atm's. The procedure was successfully completed. No pt injuries or procedural complications were reported. Pt status is reported as 'good'.